Event description:
Stiffness in both knees [joint stiffness]. Pain in both knees [arthralgia]. Swelling in both knees [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a (B)(6) female patient, initials (B)(6). The patient had a history of osteoarthritis of both knees and previous synvisc treatment in august 2009. The patient received synvisc one injections in both knees on (B)(6) 2010. The patient experienced pain, swelling and stiffness in both knees after the synvisc one injections. The symptoms were assessed as severe in the right knee and milder in the left knee. The patient was seen by the physician on (B)(6) 2010. At that time, 60cc of fluid was drained from the right knee and the patient was given a corticosteroid injection in the right knee. The patient was not given a corticosteroid injection in the left knee. The physician assessed the events as definitely related to synvisc one. As of the date of receipt of this report, the patent had not yet recovered. See (B)(4) for another adverse event case from this reporter. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.